Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user did not observe priming drops, removed the cartridge, noted fluid leakage, and was found to be connecting the infusion set components outside the ilet rather than inside, consistent with an infusion set connection issue involving the cartridge and infusion set connector. Symptoms included none reported and blood glucose was not impacted. Outcomes included no clinical sequelae and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error and improper assembly outside the device. It was concluded that the event was attributable to user error and that device function was restored after correct in-device connection procedures were followed.